Manufacturer narrative:
The information provided is limited and it is unclear what is meant by mesh "broke up" and "intestines got stuck." Multiple attempts have been made to request additional information. To date, there has been no response. Based on the information provided at this time, no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. Regarding fixation the IFU states, "davol permanent or absorbable fixation devices or nonabsorbable monofilament sutures are recommended to properly secure the prosthesis. If absorbable fixation devices are used, they must be indicated for use in hernia repair. Care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary additional fasteners and/or sutures should be used." Additionally, the adverse reaction section lists adhesions as a possible complication. No lot number was provided; therefore a review of the manufacturing records could be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not provided.

Event description:
It was reported that in 2013 the patient underwent a hernia repair with implant of the bard kugel hernia patch. As reported a few years later, the mesh "broke up" and migrated. It is reported that the patient underwent an additional surgery to fix the original repair and also that his intestine "got stuck."

Manufacturer narrative:
This is an addendum to the initial MDR as a lot number has been provided. The lot number provided is valid for a bard composix kugel hernia patch not a bard kugel patch as was initially reported. Additionally, the patient now reports an implant date of (B)(6) 2007 and that the device was explanted in (B)(6) 2013. The additional information provided does not change the previous determination, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient experience. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding fixation the precautions section of the IFU for the composix kugel hernia patch states, "davol permanent or absorbable fixation devices or nonabsorbable monofilament sutures are recommended to properly secure the prosthesis. If absorbable fixation devices are used, they must be indicated for use in hernia repair." And "to ensure strong repair, the prosthesis should be secured through the polypropylene mesh structure. Suturing or tacking on the sealed edge of mesh alone is not recommended." Adhesion is listed in the adverse reaction section of the IFU as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in 2013 the patient underwent a hernia repair with implant of the bard kugel hernia patch. As reported a few years later, the mesh "broke up" and migrated. It is reported that the patient underwent an additional surgery to fix the original repair and also that his intestine "got stuck." Addendum: on (B)(6) 2007 - the patient underwent implant of the bard/davol composix kugel hernia patch. On (B)(6) 2013 - the patient underwent explant of the composix kugel hernia patch.